Event description:
It was reported that the customer had an emergency room visit due to kidney failure. The hospitalization was not related to the insulin pump. The insulin pump was lost at the hospital. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.